Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The reported field event of high lead impedance and inappropriate therapy were no confirmed in the laboratory. Lead impedance was measured within product specification. Visual inspection did not find any anomaly on the lead that could have caused the reported event.

Event description:
It was reported that patient presented to hospital after receiving therapy while in sinus rhythm. Additionally, the real time trend revealed our of range impedance measurements. The physician suspected a lead fracture. The lead and the device were explanted and replaced.